Event description:
It was reported that the base of the trailing haptic of an intraocular lens (iol) was found to be cracked after the iol was implanted in the patient's operative eye. The lens was removed and the procedure was completed successfully with a back-up iol of the same model. There was medical/surgical intervention required; however, no details of the intervention was provided. It was indicated that the descemet's membrane was affected after the surgery, but the relation to the lens is unknown. The outcome of the patient is unknown. Reportedly, the visual acuity was 0.5 one day post surgery and 0.8 after 6 days. It was noted that the device was discarded. No further information was provided.

Manufacturer narrative:
Age: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The lens is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Visual inspection of the video provided revealed that the lens was delivered and placed into the eye. Once in the eye a tear that did not sever the haptic could be observed near where the haptic meets the body of the lens. The lens was then cut into pieces and removed through an initial incision. The replacement lens was then implanted successfully. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.